Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information was requested, no response received.

Event description:
The customer reported that the unit has a burnt odor smelled during use on patient. The customer found that the capacitor on the motor ventilator alarmed with over voltage protection circuit failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer (fse replaced the cpu board, power management (pm) board, motor controller (mc) board, back light inverter pcba, power supply and the gds. Failure analysis on the returned motor controller (mc) board shows that the capacitor c15 on the customer returned mc board had a broken positive lead and had leaked electrolyte over several boards in the ventilator. The electrolyte caused electrical shorts mainly on the mc board, triggering error codes 1007, 1118, 111b and 1127. After removing c15 and cleaning the residue from the electrolyte all boards were installed in an fi ventilator and ran for one hour without errors occurring.